Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was unknown. Customer was admitted to the hospital on (B)(6) 2017 around 2:00 pm due to having severely high blood glucose levels and an infection. Customer was wearing the insulin pump at the time of the hospitalization. Customer declined to troubleshoot for high blood glucose levels. The insulin pump was returned for analysis.